Event description:
5fr. 12cm triple lumen catheter inserted on 7/19. On 7/20 pt was being transferred from stretcher back to bed when rn found one part (23ga mid port) had broken away from hub of catheter thus leaving port open to air. Catheter was immediately removed. There was no adverse event caused by the breakage although the possibility of air entering the pt's vascular system was a risk if it had not been found as quickly as it had been.